Manufacturer narrative:
Upon further evaluation, service found a leak due to deformation of the forceps lever caused by external factors. The electrical connector demonstrated fluid ingress. The rubber adhesive was cracked, and the insertion tube was wrinkled, due to external factors. Scratches were observed on the insertion tube, control section, distal end cover, switch box, up/down knob, up/down angle lock, right/left knob, right/left angle lock, boot of the insertion tube, boot on the scope connector, scope connector, universal cord, grip, and scope cover due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had an air leak from the knob. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the light guide lens was peeling off. This report is being submitted for the malfunction (peeling adhesive) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 12 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling caused the defect. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.